Manufacturer narrative:
(B)(4). D4 catalog no - correction. D4 serial no - correction/ additional information. D4 lot no - correction/ additional information. D4 expiration date - additional information. D4 primary UDI number - additional information. H2 type of follow up - correction/ additional information. H4 device mfg date - additional information. H5 labeled for single use - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.